Event description:
Boston scientific received information that during a trans telephonic monitoring check, this device was showing a magnet rate of 85.2 which indicates the device has reached elective replacement near (ern). With no magnet applied, the patient's normal sinus rate is 60 bpm. The device has only been implanted for 2.5 years. Technical services recommended a device interrogation as the time from implant to ern appeared quick, unless the patient paces at high outputs. The patient will be referred for a device interrogation.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned for analysis 1.4 years after explant. A review of the device memory confirmed both the atrial and ventricular pacing outputs were programmed to 5.0 volts at a 0.5 ms pulse width. A longevity calculation based on the data in the device determined this device had a nominal longevity of 2.5 years. Laboratory analysis concluded this device met specifications for normal battery depletion.

Manufacturer narrative:
At this time, there is no further information available. A request to obtain additional information has been submitted to the local area sales representative. Should additional information become available, this report will be updated.

Manufacturer narrative:
One month later, the device was explanted and replaced. It was noted that the patient was lost to follow up so the device left at high outputs which caused the early depletion. Should this device get returned or should additional information become available, this report will be updated.